Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device administered inappropriate anti-tachycardia pacing (atp) and a shock to address a supraventricular tachycardia (svt) arrhythmia. Technical services were engaged for a detailed review and guidance. The ts consultant noted that the patient had a 1:1 rhythm at around 200 beats per minute (bpm) in the ventricular fibrillation (vf) zone. The device executed a quick convert therapy, fulfilling 2 of the 3 criteria to disrupt the arrhythmia. During charging, the device sustained 6 out of 10 rapid beats. Subsequently, there were 2 out of 3 successful post-charge reconfirmations. It was observed that the physician had made programming adjustments previously, and no further programming options were available for this situation. Post-shock, the patient experienced premature ventricular contractions followed by atrial flutter. The device remains active and implanted, with no adverse effects reported in the patient.